Manufacturer narrative:
The customer confirmed the most recent calibration was on 08-may-2021. The customer used fresh calibration material and the calibration signals were twice as high compared to the previous calibration. The customer's qc results were ok. There was no indication for a performance issue of the reagent. The customer performed a visual inspection of the samples and did not discover any fibrin or clots. The investigation reviewed the system's alarm trace and did not identify any abnormalities. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer deleted all troponin calibrations within the analyzer. He replaced the troponin reagent pack. He performed a blank cell calibration, made new calibration material, and performed a calibration. After service, the customer performed calibration and qc and verified the results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for eight patients tested on a cobas 6000 e 601 module serial number (B)(4). The initial troponin results were reported outside the laboratory for all eight patients. The customer performed repeat testing with the samples on a different cobas 6000 e 601 module. Patient 1's initial troponin result was 0.07 ng/ml. Patient 1's repeat troponin result was <0.01 ng/ml. Patient 2's initial troponin result was 0.07 ng/ml. Patient 2's repeat troponin result was <0.01 ng/ml. Patient 3's initial troponin result was 0.09 ng/ml. Patient 3's repeat troponin result was <0.01 ng/ml. Patient 4's initial troponin result was 0.07 ng/ml. Patient 4's repeat troponin result was <0.01 ng/ml. Patient 5's initial troponin result was 0.07 ng/ml. Patient 5's repeat troponin result was <0.01 ng/ml. Patient 6's initial troponin result was 0.07 ng/ml. Patient 6's repeat troponin result was <0.01 ng/ml. Patient 7's initial troponin result was 0.09 ng/ml. Patient 7's repeat troponin result was <0.01 ng/ml. Patient 8's initial troponin result was 0.12 ng/ml. Patient 8's repeat troponin result was 0.03 ng/ml. The customer determined the repeat results for all patients were correct and corrected reports were provided.